Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent high blood glucose overnight in the 200¿300 mg/dl range after changing infusion supplies before bed while using the ilet, with the system delivering multiple correction doses; blood glucose began to decline after the user replaced the infusion site in the morning, and no visible set issues were noted. Symptoms included hyperglycemia. Outcomes included no injury and no need for medical intervention or hospitalization. Investigation included user troubleshooting and education regarding potential site absorption issues and timing of supply changes. Investigation of this case revealed a suspected infusion site absorption issue or site performance variability without confirmed hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to cause unclear hyperglycemia.